Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records provided indicated the patient underwent a revision procedure in (B)(6) 2000, however, it is unclear at this time if the bard flat mesh may have contributed to the reason for the revision procedure. The medical records indicate that a cadaveric dermis was sewn to the flat mesh in the revision procedure with no indication of any type of mesh excision during this procedure. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 1999 - the patient was diagnosed with a recurrent cystocele, rectocele, enterocele and vaginal vault prolapse after previous anterior and posterior colporrhaphy, enterocele repair and right sacrospinous ligament colpopexy. The patient underwent a laparotomy, lysis of adhesions (between the small intestine and vaginal cuff), paravaginal defect repair, enterocele repair, sacral colpopexy with bard flat mesh and cystoscopy with ureteral catheters. On (B)(6) 2000 - the patient was diagnosed with enterocele and rectocele. The patient underwent posterior fascial replacement with cadaveric dermis, vaginal enterocele repair, rectocele repair and intraoperative cystoscopy. Per operative details "the previously placed marlex mesh was palpable. A 4 x 7 piece of cadaveric dermis was reconstituted and this was used as the posterior fascial replacement. Superiorly these were sewn to the marlex and the pubocervical fascia with 2-0 prolene laterally." No indication of any type of excision of the bard flat mesh during this procedure.